Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported rapicide chemical was incorrectly placed into the aer's alcohol container, resulting endoscopes receiving a final flush with rapicide instead of the validated alcohol flush resulting in chemical cross-contamination involving an olympus colonovideoscope. There was no patient harm.